Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The health professional is a veterinarian. (B)(6). The present saw blade was analyzed for conformance to print specification as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. This lot of (B)(4) was manufactured in september 2008 and we are not aware of any similar complaint for this article and lot number. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances and as no detailed clinical information was provided we are not able to determine the exact cause of this occurrence. However, it is clearly visible that the first intact tooth next to the broken teeth is deformed. This could be do to the mechanical overload, per example by a metallic contact, caused the damage of the teeth. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that the teeth broke off. The teeth broke off when the device was used for the second time. This was a veterinary used device. This is report 1 of 1 for (B)(4).